Event description:
It was reported that during a lap sigmoid resection procedure, the device was used for distal transection on sigmoid. No unusual noises were heard, nothing unusual was felt at firing. It was noticed after firing that stool was leaking into the patient from the recently transected area. The leak was also confirmed by air/bubbles being present in patient's pelvis. The patient was opened. A contour stapler was used to resect additional tissue and complete the distal transection. There were no patient consequences.

Manufacturer narrative:
(B)(4). Additional followup: were you present in the case? No. How was the tissue presented in the jaws? Unsure. Patients preexisting condition(s)? Unknown. Patients age, sex and weight? Male. How many firings was the device used for? 1. What # firing did this occur on? First. What portion of the staple line was the stool leaking from? Unknown. Did the staple line appear complete? Didn't notice anything unusual until noticed stool and bubbles in the abdomen. Did the staples appear to be formed correctly? See above. How is the patient currently? Fine. Is the is the patient expected to have a full recovery? Yes. Patient was discharged and doing fine. The analysis results found that one atw35 was received instead of an atb35. The device was received in good visual condition and with three reloads present. Reloads b (tr35b) and c (tr45g) were received fully fired; reload c (tr45g) was received partially fired. Please note that tr45 reloads are dedicated to work only with ets45 mm devices. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an (B)(4), and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.